Event description:
There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Service history reviewed showed no similar events while the event history log showed no error coded. Visual inspection found a delaminated downstream occlusion (dso) and upstream occlusion (uso) seal. The dso/uso seals were replaced. The device then passed all testing criteria.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the pressure test. There was unknown patient involvement.